Event description:
Philips received a complaint by the customer on the v60 indicating that the power button was not functioning properly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the power button was not functioning properly. The rse provided the customer with the part number for the power switch overlay to order and replace. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the power button was not functioning properly. The rse provided the customer with the part number for the power switch overlay to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.